Event description:
It was reported that upon insertion of femoral acl screw, it broke. Surgery details: the pt had good bone quality. The tunnel was 10mm diameter with 10mm bone plugs, antero-medial portal approach. It was a btb repair. All other pieces were retrieved. Another identical screw was found in 10 sec and was used after using a tap. No adverse consequences were reported by the user and there was no delay in surgery. No add'l anaesthetic was required.

Manufacturer narrative:
Suspected root cause: the surgeon did not use a tap or dilator during this case for the original screw, which may have resulted in excessive torque being applied, which resulted in screw failure.